Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
It was reported that the tulip of a pedicle screw disassembled from the screw while being repositioned during surgery. The screw was removed and replaced with an alternative screw to complete the procedure without reported patient impacts.

Manufacturer narrative:
The returned screw was evaluated. The tulip head has disassembled from the tulip shaft. Based on the event description provided, it is possible that the screw was inserted into the bone such that the cap rings were seated in the bone deforming the rings. If the screw was manipulated while within the bone, additional deformation of the cap ring may occur. This could cause the tulip head to dissociate from the shank when removed. A review of the manufacturing records did not identify any issues which would have contributed to this event.

Event description:
It was reported that the tulip of a pedicle screw disassembled from the screw while being repositioned during surgery. The screw was removed and replaced with an alternative screw to complete the procedure without reported patient impacts.

Manufacturer narrative:
Additional information: (ethnicity), the product was not returned and no photos were provided, so an evaluation could not be performed. As such, no evaluation results are available and no conclusions regarding the cause can be drawn. A review of the manufacturing records did not identify any issues which would have contributed to this event.

Event description:
It was reported that the tulip of a pedicle screw disassembled from the screw while being repositioned during surgery. The screw was removed and replaced with an alternative screw to complete the procedure without reported patient impacts.

Manufacturer narrative:
UDI number: (B)(4).

Event description:
It was reported that the tulip of a pedicle screw disassembled from the screw while being repositioned during surgery. The screw was removed and replaced with an alternative screw to complete the procedure without reported patient impacts.